Event description:
Per independent repair center statement, the alarm will not function. The key failure is the on/off switch for the control panel has a short circuit. Additional malfunctions are the homefill port for the product tank is damaged and the tie strap for the sieve beds is defective.